Event description:
The customer reported that the insulin pump experienced moisture damage. The insulin pump was dropped in water and there is fluid under the lcd display. No significant events prior to the moisture damage. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found. The insulin pump was received with cosmetic damage.